Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported at a routine device change the lead svc rv coil impedance measured low. The lead was explanted and replaced without complication. There were no adverse patient events.